Event description:
Nurse states the following: everything went normal when I drew up the insulin. When I started to inject the insulin into the resident, there was normal resistance on the plunger, then it went down really fast. I moved the syringe and there was no needle to be found. The resident had a small puddle of insulin on her belly. When I checked the syringe over and pulled the plunger out the other end, the needle was teetering around the inside of the syringe. The needle then just dropped out freely from the syringe. Dose or amount: 1cc, frequency: once, route: sq. Dates of use: 2009. Diagnosis or reason for use: diabetes.